Event description:
It was reported that the pump declared a malfunction alarm during insulin delivery. There was no reported impact to the customer¿s blood glucose level. The customer was unable to resume insulin therapy as the cartridge alarm recurred even after following proper load technique. Technical support assisted the customer in setting the pump to storage mode and arranged for a replacement pump while the customer switched to multiple daily injections (mdi) as backup therapy. The customer was instructed to return the problematic pump using a pre-paid label within 10 days.